Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose was unknown. The customer second called for power error within 4 hours of troubleshooting. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the selftest, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage loaded. Issued was at the connector. After disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. The device was received with minor scratched lcd window, keypad overlay texture damage, peeling end cap address sticker, missing serial number label and cracked retainer.